Event description:
It was reported that the device exhibited premature eri. The device was interrogated several times with two different programmers, each measured a similar magnet rate of 65 ppm. The patient was asymptomatic and had an intrinsic rhythm. The measured battery data in february 2006 was 2.62 v and the magnet rate was 91.5 ppm.